Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
Prof (B)(6) informed us that the device locked during a gastrectomy when it was closed. They had to complete the procedure with another same like device. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # t92z72. Additional information received: did the surgeon attempt to manually open the jaws with his fingers? Unk. If no, was the device on a vessel/artery when it would not open? Unk. If yes, how was the device removed? (I.e. Cut off, forced opened) na. If cut off, did this cause a change in the plan of care for the patient? Na. Did the removal cause any damage to the vessel/artery? Not mentioned. If yes, what is the damage and how was the damage repaired? Na. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.